Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5093148) on 17-mar-2020. The most recent information was received on 03-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure (batch no. C91747) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), alopecia ("my hair was falling out"), lichen planopilaris ("lichen planopilaris (auto-immune disease)"), arthralgia ("hip pain"), abdominal distension ("my belly always seemed swollen"), feeling abnormal ("my brain seemed foggy, couldn't remember that I easily could before the procedure"), memory impairment ("my brain seemed foggy, couldn't remember that I easily could before the procedure"), amenorrhoea ("my periods were absent for a couple years and then came back like I was a"), dysmenorrhoea ("I would have period cramps daily, multiple times a day") and allergy to metals ("my skin has bumps on my neck and shoulder (nickel allergy)") with skin disorder and was found to have weight increased ("I gained over 30 lbs over tehcourse of a couple of years"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, alopecia, lichen planopilaris, arthralgia, weight increased, abdominal distension, feeling abnormal, memory impairment, amenorrhoea, dysmenorrhoea and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, alopecia, amenorrhoea, arthralgia, back pain, dysmenorrhoea, feeling abnormal, lichen planopilaris, memory impairment and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5093148) on 17-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure (batch no. C91747) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), alopecia ("my hair was falling out"), lichen planopilaris ("lichen planopilaris (auto-immune disease)"), arthralgia ("hip pain"), abdominal distension ("my belly always seemed swollen"), feeling abnormal ("my brain seemed foggy, couldn't remember that I easily could before the procedure"), memory impairment ("my brain seemed foggy, couldn't remember that I easily could before the procedure"), amenorrhoea ("my periods were absent for a couple years and then came back like I was a"), dysmenorrhoea ("I would have period cramps daily, multiple times a day") and allergy to metals ("my skin has bumps on my neck and shoulder (nickel allergy)") with skin disorder and was found to have weight increased ("I gained over 30 lbs over the course of a couple of years"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, alopecia, lichen planopilaris, arthralgia, weight increased, abdominal distension, feeling abnormal, memory impairment, amenorrhoea, dysmenorrhoea and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, alopecia, amenorrhoea, arthralgia, back pain, dysmenorrhoea, feeling abnormal, lichen planopilaris, memory impairment and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.